Event description:
Healthcare professional later reported left side as affected side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear). Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture via MRI. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture via MRI. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/23/2024.